Manufacturer narrative:
Siemens reviewed the data logs that were provided by the customer. Based upon the data provided, it is suspected that the results were impacted by salt, resulting in elevated na+ and cl- for this sample. This salt may have come from around the valve assembly/sample port luer area when the sample was presented to the instrument. In addition, the files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The exact root cause cannot be determined because the measurement cartridge was not returned for investigation/triage.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The requested data logs have been received for investigation. The customer stated that the reagent cartridge was replaced and the system is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant sodium results on the rp 500. There was no report of injury due to this event.